Manufacturer narrative:
(B)(6). During the procedure, the physician found it difficult to deploy the incraft main body. There was no patient injury. Consequently, the device was replaced with a new one in order to complete the procedure. The physician prepared surgical access due the amount of calcium and just after the main body system insertion, the physician only tried to deploy the system but the golden handle component was so strong or blocked to rotate. For safety, the physician remove the main body system from the patient and change it. The procedure has been continued with a new main body system delivery. The abdominal aortic aneurysm (aaa) was elective with an aneurysm size was 37.9 cm with constantly growth, an hourglass shape, located at the infrarenal aaa (abdominal aortic aneurysm). The neck is sufficient in length (20.3mm) and is hourglass in shape with diameters that range between 22.5 and 20.5mm within the first 10mm. The diameter of the right access site is 1.8mm, and the diameter of the left access site is 3.1mm. The physician decided to do the case. There was significant thrombus and calcification in the intraluminal narrowing and significant amount of calcium in the landing zone. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the device prior to use. There were no damages to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen nor the prosthesis lumen. A competitor's stiff wire was used with an unknown pig tail shape diagnostic catheter. The diagnostic catheter withdrawn to a position just above the aortic bifurcation. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 17818697 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcate delivery system deployment difficulty - unable¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of significant thrombus and calcification in the intraluminal narrowing and significant amount of calcium in the landing zone may have contributed to the reported event. According to the safety information in the instructions for use ¿expected potential risks associated with the stent graft system; incomplete component deployment, insertion and removal difficulties. Exercise particular care in areas that are difficult to navigate, such as areas of stenosis, intravascular thrombus, calcification or tortuousity, or where excessive resistance is experienced, as vessel or catheter damage could occur. Consider performing balloon angioplasty at the site of a narrowed or stenotic vessel, and then attempt to gently reintroduce the catheter delivery system. Also exercise care with device selection and correct placement/positioning of the device in the presence of anatomically challenging situations such as areas of significant stenosis, intravascular thrombus, calcification, tortuousity and/or angulation which can affect successful initial treatment of the aneurysm.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/ preventive action will be taken at this time.

Event description:
As reported, during the procedure, the physician found it difficult to deploy the incraft main body. There was no patient injury. Consequently, the device was replaced with a new one in order to complete the procedure. The physician prepared surgical acces due the amount of calcium and just after the main body system insertion, the physician only tried to deploy the system but the golden handle component was so strong or blocked to rotate. For safety, the physician remove the main body system from the patient and change it. The procedure has been continued with a new main body system delivery. The abdominal aortic aneurysm (aaa) was elective with an aneurysm size was 37.9 cm with constantly growth, an hourglass shape, located at the infrarenal aaa. The neck is sufficient in length (20.3mm) and is hourglass in shape with diameters that range between 22.5 and 20.5mm within the first 10mm. The diameter of the right access site is 1.8mm, and the diameter of the left access site is 3.1mm. The physician decided to do the case. There was significant thrombus and calcification in the intraluminal narrowing and significant amount of calcium in the landing zone. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was stored, handled, inspected and prepped according to the instructions for use (IFU) with nothing unusual noted about the device prior to use. There were no damages to the device noticed after opening the package. The sheath hemostasis valve screw cap was verified tight prior to use. There was no difficulty encountered flushing the guidewire lumen nor the prosthesis lumen. A competitor's stiff wire was used with an unknown pig tail shape diagnostic catheter. The diagnostic catheter withdrawn to a position just above the aortic bifurcation. The bifurcate contralateral side marker was aligned with the contralateral iliac artery. The device is not available for analysis. No other information was provided.